Event description:
The customer reported the bi-fuse extension set leaked during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of the bi-fuse extension set leaked during an infusion was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking at any of the components, tubing, or connections. Dimensional analysis was performed and the sets were within iso specifications. The root cause of the customer¿s report of leaking was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported the bi-fuse extension set leaked during an infusion. Although requested, no further information has been received.